Manufacturer narrative:
The cerelink sensor (ID 826851) was returned for evaluation. Device history record (DHR) - product 826851 for lot number 7034031 (serial number (B)(6), and the lot met specifications when released. Failure analysis - based on the analysis and investigation, the issue of the complaint has been confirmed. Catheter material stretched 12.5cm from connector. Catheter internal wires are broken at stretched area. Cerelink monitor not acceptable; icp express read "no transducer detected". Root cause analysis - could be determined as a mishandling of the catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 626638us) was implanted and worked correctly for about six hours. The patient sensor was disconnected, however, when the monitor was reconnected the sensor did not work any longer. All known trouble shooting techniques were used, but nothing worked to correct the problem. The patient was rolled and the microsensor stopped working. The two express monitor reads ¿no transducer detected¿ indicating there was no signal from the implant. The two grey patient cable was replaced as well as the new monitor introduced, all with same result; no transducer detected. Therefore, the sensor was removed on (B)(6) 202 due to failure. The microsensor was used for half a day.